Event description:
Impella cp support was at a united kingdom facility that enrolls in st-segment elevation myocardial infarction and door to unloading study and the patient was enrolled in the study. The study documentation noted the patient develop an infection in both groins growing klebsiella oxytoca on wound swabs. The patient was treated with oral antibiotics.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation for infection has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the infection could not be determined.